Manufacturer narrative:
Event conclusion: cpi analysis found that the ipg had intermittent operation in therapy delivery and telemetry. The cause of the premature battery depletion could not be determined as the device operated within specification throughout the remainder of the analysis once a power supply was connected to the electronic assembly.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was displaying the elective replacement time (ert) indicator. The ert message was cleared and the patient was sent home. The patient presented himself a few months later feeling weak and interrogation found the elective replacement past (erp) indicator displayed. The indicator was cleared and the ipg was scheduled for replacement. Thirteen days later, the patient was admitted for a generator changeout and when the physician interrogated the ipg, it flashed the ert indicator on the screen and failed to pace and the patient suffered a period of asystole. When the physician removed the wand, pacing resumed. The ipg was explanted. Interrogation of the ipg after explant displayed the elective replacement past (erp) indicator and a magnet rate of 85bpm.